Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive. The customer's blood glucose (bg) level was 220 mg/dl. The customer was unable to troubleshoot the issue at the time of speaking with tandem technical support. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.